Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed likely due to ultrasound plug unit not being good, which causes snowy image. Based on the results of the investigation, a definitive root cause could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the subject device became noisy. The issue was found during inspection for use. There were no reports of patient involvement.